Event description:
It was reported that the pt presented with headaches and abdominal pain. The physician found an infection at the shunt site, and explanted the shunt.

Manufacturer narrative:
The device was not available for return to the manufacturer. Therefore, an evaluation of the device was not possible. A review of the manufacturing records showed no anomalies.